Manufacturer narrative:
Device eval: the device eval not been completed. Eval: conclusion: a f/u report will be submitted when the device eval has been completed.

Event description:
The gauge needle did not respond during inflation or deflation of a balloon during coronary angioplasty. There was no report of harm or injury.